Event description:
It was reported that the platform stopped after 10 seconds and required that the battery be changed. A fresh battery was placed in the platform with the same result. Three batteries were used (sn (B)(4)), all were reading flat. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.